Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was over 600 mg/dl. Troubleshooting was performed. The displacement test passed. Checked bolus history, basal rates, daily totals, time and date and alarm history. The fixed prime and the high pressure tests passed. No further info was provided.